Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The dislodgement was confirmed upon x-ray. As a result, rv pacing threshold measurement was greater than 7.5 v at 1.0 ms. In addition; drop of sensing was also noted from 10 mv at implant to 5-6 mv at follow up. The lead was repositioned with all lead measurements within normal limits thereafter. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.